Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci assisted benign hysterectomy procedure, the fenestrated bipolar forceps (fbf) instrument failed to delivery energy, leading to inadequate coagulation of the left uterine venous plexus and veins. Initial attempts at coagulation using the fbf instrument were unsuccessful. To assist in hemostasis, the fbf instrument was used to clamp the bleeding site, while the first assistant applied two gauze pads. Despite repeated attempts by the surgeon to activate the energy, the issue persisted until the instrument was replaced, after which hemostasis was successfully achieved. Although the estimated blood loss was approximately 200-300 ml, the patient did not require a blood transfusion, and the procedure was completed robotically with a delay of greater than 30 minutes. The surgeon does not have any concerns about this event causing any long-term complications with the patient. The patient has since been discharged from the hospital. Upon inspection, the customer noted that an instrument cable was cracked.

Manufacturer narrative:
Updated sections: annex b. Additional information: a review of the provided image was performed, and the following additional information was provided: it appears like the cautery/conductor wire is severed, which might be why they were unable to deliver energy. System log review revealed there were no observed system-related errors that occurred associated with the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: c, d. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue of no/low/intermittent energy. The instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire did not show damage.

Event description:
Refer to h11 for follow-up information.